Event description:
Device 2 of 2. Reference MFR report: 1627487-2012-11736. It was reported the patient received her permanent scs system, and the leads were not providing the same peripheral coverage (off-label use) as the patient had received during her trial procedure. It was reported the permanent leads were placed in a different orientation. Follow up found the patient was to be referred to another physician for surgical intervention to address the issue.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.